Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff (25 miu/ml) urine and serum controls, 1iu/ml hcg urine control and 0.7iu/ml beta-hcg urine control. All results were positive at read time. No false negatives were observed. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. Product deficiency was not established. This issue will be tracked and trended.

Event description:
Caller alleged false negative hcg results. Pt presented on (B)(6) 2013 with vaginal spotting. She had been seen by the out-of-hours service a few days earlier and they had performed a pregnancy test with negative results. Following her out-of-hours consultation the pt came in as she had done three home pregnancy tests, all of which were positive. With the discrepancy in pregnancy tests, another test was performed at surgery (lot hcg3010107 exp. 2014-12) which was negative on (B)(6) 2013. A serum beta hcg test was requested; serum beta hcg came back at 1088 iu/l on (B)(6) 2013. This was repeated on (B)(6) 2013 and was also significantly raised at 908 iu/l. On (B)(6) the pt presented following a collapse and was diagnosed with an ectopic pregnancy. The pt went on to have a salpingo oophorectomy. Case is from last may and only came to the doctors attention more recently as the pt went abroad and the ectopic was diagnosed overseas. Doctor thought he was dealing with a miscarriage and the pt was happy to manage it conservatively and seek med attention abroad if her bleeding got worse. Pt developed severe abdominal pain and was diagnosed ectopic.